Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Device evaluation: product evaluation was not performed because according to the initial report, the lens has been discarded. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no other complaints have been received for this po number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted, removed and replaced due to bent haptic. There was an incision enlargement. Procedure was completed successfully using the different lens mta4uo. No further information provided.